Manufacturer narrative:
Note, going forward, this event will be system reported under mfg report #3004209178-2016-05898. Device evaluated: analysis of the catheter found that difficulty with the sc connector led to explant.

Manufacturer narrative:
Concomitant medical product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: pump. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were multiple sclerosis and intractable spasticity. It was reported that, at a routine pump replacement, the physician was unable to disconnect the sutureless connector from the old pump. The sutureless connector was cut off the catheter, and a new sutureless connector was used. It was indicated that, as of (B)(6) 2016, the issue had been resolved and there was no patient injury. No information related to the cause of the inability to disconnect the sutureless connector, the troubleshooting performed, and the drug in the pump was not reported. Further follow-up had been requested to obtain additional information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The surgical report for the case was provided. The preoperative and postoperative diagnoses had consisted of the pump being at the end of its battery life along with multiple sclerosis and spastic paraplegia. The patient, prior to replacement, was noted to have believed her spasticity was well controlled on 100mcg of baclofen which she was using every day through the pump. The patient had denied any recent increase in spasticity. After the hcp dissected the expiring pump, he mobilized the pump out on the surgical field and attempted to remove the catheter ¿hub¿ from the pump. He was unable to do so as the silastic portion of the ¿hub¿ came apart from the metal plastic portion. The hcp therefore deiced to cut the catheter approximately three inches from the pump and removed the pump as well as the proximal catheter from the patient and from the surgical field. The hcp then observed clear cerebrospinal fluid (csf) dripping from the cut end of the catheter. The catheter was then revised by connecting a 7 centimeter sutureless pump connector segment onto the cut end of the pump site catheter. The hcp then used the male needle pin connector and connected the new sutureless connector onto the cut end of the catheter, covered the connection with a silastic boot, and aspirated the new catheter hub. Clear csf flowed freely. The hcp drained approximately 3 cc¿s of clear csf out of the catheter to remove all of the drug. The pump pocket was then revised to accept the new pump without tension on closure. The new pump was brought into the field and connected to the catheter hub. Following the completion of the procedure, the patient was moved to the recovery room in good condition. She was to be discharged when stable and would follow up with her physicians.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.